Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been explanted due to identified erosion. As the patient's ejection fraction measurement had normalized, the physician elected to forgo another system implant. No signs of infection were reported and no return of product is expected.